Event description:
On about (B)(6) 2008 a miniarc sling was implanted for stress urinary incontinence. On (B)(6) 2011 it was reported that "after, and as a result of the implantation," the patient has allegedly experienced "extreme pain, erosion of her internal bodily tissue, perforation of her bladder, dyspareunia," and "other injuries" that are ongoing.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.